Event description:
It was reported that after deployment of the xience prime stent, during retraction of the stent delivery system (sds) of xience, resistance was encountered with the guiding catheter and the guiding catheter moved forward into the vessel, almost reaching the proximal edge of the implanted stent. It was reported that during stent implantation, the pressure was applied very gradually and the device was not inflated above the nominal pressure. However, after deployment of the stent, negative was held for only 7 to 8 seconds prior to retracting the sds. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.